Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, a schmidt engineer brought the device back to the office from hospital for troubleshooting. The engineer swapped a functional "user interface assembly" to the device and it was suspected that the cause is from 'user interface assembly' (pn: 030.100.060). The device log is taken after the installing of the functional user interface assembly.

Event description:
The customer reported bellavista1000 having blank screen with blue led without alarm sound. The issue happened prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2,h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. However, vyaire reviewed logs and determined the root cause as due to user interface controller (epc) is not starting-up. Most likely due to die crack due to mechanical stress caused by particles in the conductive paste. Initiated mainboard replacement and the issue fixed.